Event description:
Consumer reports using ace brand wrist braces with splints for carpel tunnel. Recently purchased a new pair, but the left one caused a severe chemical or radiation burn on my hand. Burn was treated at an emergency clinic, his md reports it as a radiation burn.

Manufacturer narrative:
No product return is anticipated, consumer indicated that she would keep product and continue to use with socks as barrier. Unable to perform complaint history check since lot number is unknown. Will continue to monitor on monthly trend reports.